Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode bent sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the white (drvn_gnd) and yellow (pgnd) wires were open in the trunk cable connector. The cause of the code 204 is the open wires in the trunk cable connector. The cause of the damaged wires is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.